Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, it was difficult to fix the suture sleeve of the left ventricular lead, resulting in lead dislodgement. The lead was explanted and replaced, resulting in extended procedure time. The patient was in stable condition..

Manufacturer narrative:
As received, a complete lead was returned in one piece without a suture sleeve. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-shape height measured to be within specification. Suture sleeve analysis was unable to be performed due to the lead being returned without a suture sleeve. Visual inspection of the lead did not find any anomalies. The reported events of lead dislodgement and suture sleeve positioning issue were not confirmed.